Event description:
It was reported that an IV pole has a sharp edge and caused a laceration. There was no pt involvement but there were adverse consequences.

Manufacturer narrative:
IV pole. Unite was evaluated by the hospital.